Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called into report a hospitalization due to high blood glucose levels and heart problems. The customer's blood glucose level at the time of admission was unknown. The blood glucose level at time of call was 264 mg/dl. Symptoms reported were stomach pain, shortness of breath, chest pain, and sweating. The customer was treated with breathing treatment and antibiotics. The customer was wearing the device at time of admission. The cause per the health care provider was a kidney infection. The customer stated the insulin pump had nothing to do with the high blood glucose levels and was satisfied with the device. Nothing was replaced or returned.